Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing produced an occlusion alarm. The downstream occlusion seal was replaced. The device passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation produced an upstream occlusion alarm. The event had occurred during testing.